Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2001: (B)(6) health. (B)(6), md. Operative report. Preoperative diagnosis: seroma of the abdominal wall. Postoperative diagnosis: same. Operation performed: placement of drain, seroma abdominal wall. Assistant: none. Anesthesia: local. Blood loss: minimal. Complications: none. Procedure: ¿following placement of the patient in supine position, the abdominal wall was prepped and draped in usual fashion. Following induction of local anesthesia, a small incision was made in the left lower aspect of the seroma, carried down through the skin and subcutaneous tissue. Using a 22 gauge needle, we guided it into the seroma and aspirated to be sure that we were in the right place. Using scalpel, we entered into the seroma and drained it of old dark liquified hematoma. Large round jackson-pratt drain was then placed on closed suction. The seroma was emptied in its entirety. Drain was anchored using #3-0 prolene suture. The patient tolerated the procedure well and left in stable condition.¿ (B)(6) 2001: (B)(6) health. (B)(6), md. Operative report. Preoperative diagnosis: abscess of abdominal wall. Postoperative diagnosis: same. Operation performed: incision and drainage with packing of abscess of abdominal wall. Assistant: pgy-5 and cc-3. Anesthesia: general endotracheal. Blood loss: minimal. Complications: none. Procedure: ¿following placement of the patient in supine position, the abdominal wall was prepped and draped in usual fashion. Following induction of general endotracheal anesthesia, the midportion of the previous incisional hernia incision was opened down through skin and subcutaneous tissue into the abscess cavity. A good deal of purulence was obtained and large amount of fat necrosis. Gradually, this was debrided away. The entire cavity was debrided away and loculations were removed. The mesh was not visible and the abdominal wall was intact, however, this was right down to the level of the abdominal wall where the patient has had a repair. We irrigated profusely. We made sure that we had removed all necrotic tissue and had completely evacuated. We re-cultured the drainage and then we packed it widely using betadine soaked vaginal packing. The patient tolerated the procedure well and left in stable condition.¿ (B)(6) 2001: (B)(6) health. (B)(6), md. Operative report. Preoperative diagnosis: infection, abdominal wall, status post pfannenstiel incision and prolene mesh herniorrhaphy. Postoperative diagnosis: same. Operation performed: exploration of abdominal wound with soft tissue debridement, curettage and pulse lavage. Anesthesia: general. Complications: none. Indications: a 37 year-old white female presents now after a herniorrhaphy of a pfannenstiel incision with prolene mesh, who developed a vancomycin sensitive methicillin resistant staph epidermidis, who presents now for repeat exploration after initial drainage 3 days ago. Procedure: ¿the patient was placed supine, general anesthesia was induced. She was infiltrated with lidocaine ¿ epinephrine solution, prepped with chlorhexidine and draped in the usual sterile fashion. The old incision was opened approximately 3 cm on each side, dissection into a well defined cavity. Curettes were used. No mesh was frankly exposed, although it was beneath a layer of granulation tissue. Curettage was performed. A large pocket was encountered on the right side which was debrided and curetted as well. The patient was then pulse lavaged with 1500 cc of sterile saline. Hemostasis was obtained and she was packed with betadine soaked kling. Dressings were applied and the patient was transferred to the pacu in a hemodynamically stable condition.¿ (B)(6) 2006: [facility ni]. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Operation/procedure: repair of recurrent incisional hernia. Anesthesiologist: (B)(6) md. Estimated blood loss: minimal. Drains: none. Indications for procedure: recurrent incisional hernia. Assessment of labs: none. Summary: ¿with the patient in the supine position under satisfactory general anesthesia the abdomen was prepped with betadine and draped with sterile towels. She had an incisional hernia at the site of a pfannenstiel incision and had previously undergone a hernia repair in this site. The scar was excised. The underlying subcutaneous tissue was divided. The fascial defect was identified, extending from mid-incision to the right lateral end of the scar. The fascia was grasped with allis clamps and the anterior and posterior surface of the fascia was freed of surrounding tissue. On the under surface of the abdominal wall, omentum was adherent but no bowel was involved. The scarred tissue at the wound edges was resected. The previous mesh was identified at the medial aspect of the hernia. It was solid and was, thus, not removed. The hernia repair was performed using interrupted figure of eight sutures of #0 ethibond. These were placed and then were tied sequentially. Hemostasis was good and the repair appeared satisfactory. The wound was irrigated with sterile water. The subcutaneous tissue was approximated with interrupted sutures of #3-0 vicryl and the skin was closed using a continuous running subcuticular suture of #4-0 undyed vicryl. Steri-strips and antibiotic ointment, gauze and tegaderm were applied. All counts were correct. The patient tolerated the procedure well and was taken to recovery room in good condition.¿ (B)(6) 2007:(B)(6) hospital. (B)(6), md. Discharge summary. Discharge diagnosis: hepatitis b. History of polycystic ovarian syndrome, presented to gastrointestinal office (B)(6) with anorexia, nausea, vomiting, cough and a change in bowels along with worsening jaundice over the previous 10-14 days. Past history was significant for an oophorectomy and total abdominal hysterectomy. Did not smoke or drink. Exam: abdomen was full but benign. (B)(6) 2007: (B)(6) hospital. (B)(6). History and physical. Procedure: drainage of left ovarian cyst. Indications: 43 year-old with left ovarian cyst ¿ simple, 7 cm ca-125 is 2. Patient with pelvic pain due to cyst ¿ desires treatment. Poor surgical candidate due to multiple prior surgeries. Co morbidity: polycystic ovarian syndrome; obesity; ventral hernia; history of supracervical hysterectomy, right salpingo-oopherectomy, incisional hernia x2 with [illegible], complicated by infection and sepsis. (B)(6) 2007: (B)(6)hospital. [Illegible]. Anesthesia record. Weight 104 kg. Asa 2. Implant procedure: laparoscopic ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp07/05003294, 20 cm x 30 cm x 1 mm]. Implant date: (B)(6) 2007 (hospitalization (B)(6) -(B)(6) , 2007) (B)(6) 2007: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: incisional ventral hernia. Postoperative diagnosis: incisional ventral hernia. Anesthesia: general with nasal intubation. Surgeons: dr. (B)(6) ; (B)(6) md; (B)(6) , md. Estimated blood loss: less than 100 ml. Specimen: none. Complications: none. Description of procedure: ¿the patient was placed in supine position on the operating room table and was prepped with chloraprep, and was draped in sterile fashion with the use of ioban. Appropriate time out was called. A small supraumbilical incision was made and the abdominal cavity was entered without any problem with hasson technique. The abdomen was insufflated with co2. An additional two 5 mm ports were placed in the left lower quadrant and the left mid abdomen. We encountered multiple adhesions that were adhesed to the anterior abdominal wall, which were taken with blunt dissection and electrocautery with attention not to introduce small bowel. We cleared the whole contents of the hernia and obtained adequate margins for mesh insertion. There is no bowel in the actual hernia mostly was omentum and omental fat. Hemostasis was obtained with electrocautery. An additional port was placed in the right lower quadrant of the abdomen. Dualmesh + with silver impregnated was placed through the 12 mm port. Before it was tagged on four sides with tevdek suture. Small stab incisions were made in the south, west, and east position and these sutures were used to attach the mesh to the abdominal wall. A protac was used to attach the mesh to the inferior portion of the procedure right above the pubic bone and then used to secure the rest of that mesh and its position. The ports were withdrawn and there was no bleeding. The supraumbilical incision was closed with ur needle figure-of-eight. All incisions were hemostatic and were closed with running 5-0 monocryl sutures and secured with steri-strips. The patient tolerated the procedure well and was transferred to the intensive care unit with nasal endotracheal tube and was left intubated for airway protection overnight. Dr. (B)(6) was present during the critical portion of the procedure.¿ (B)(6) 2007: (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp07. Lot batch code: 05003294. W.l. Gore &associates. Size: 20 cm x 30 cm x 1 mm [handwritten]. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/ 05003294) was implanted during the procedure. Relevant medical information: (B)(6) 2007: (B)(6) hospital. (B)(6) md. Discharge summary. Admitting diagnosis: ventral hernia from hysterectomy incision. Discharged home on stable condition tolerating house diet, moving bowels, passing gas, and pain controlled with oral pain medication. Clinical course: postoperative course was uncomplicated. Advanced to soft diet, which she tolerated without any problems. Was able to ambulate and eat, passing gas, pain well controlled, and was in stable condition for discharge. (B)(6) 2007: (B)(6) hospital. (B)(6) than (B)(6) md. Discharge summary. Admitting diagnosis: fevers; chills; abdominal wall seroma; urinary tract infection. Clinical course: returned on (B)(6) 2007 with mild abdominal pain and fevers and chills for the last 2-3 days as well as mild nausea. No drainage from incisions and no problems eating. Did record some urinary frequency. A CT scan of abdomen revealed two large seromas at the inferior aspect of the mesh from her laparoscopic hernia repair. These seromas measured 13 x 12 x 9 cm and 11 x 10 x 6 cm in diameter. These do not have the appearance of the abscesses, but were instead thought to be seromas. Was admitted for observation. White count remained normal throughout hospitalization. Discharged home on levaquin for 3 days for a urinary tract infection on (B)(6) 2007. (B)(6) 2008:(B)(6) health. (B)(6) , md; (B)(6) md. Operative report. Preoperative diagnosis: chronic abdominal wall seroma. Postoperative diagnosis: chronic abdominal wall seroma. Name of procedure: seroma evacuation, cyst wall excision and incisional hernia repair. Anesthesia: general. Assistant: (B)(6) md; (B)(6) md. Indications for procedure: this is a 44-year-old white woman with a history of 2 ventral hernias repairs who had recurrence, the last one done with a mesh who has been suffering from chronic abdominal wall seroma fluid collection on top of the mesh repair for the last few months that has been causing her bladder compression and urinary symptoms. After conservative management it was decided after the patient¿s request and complaints that this seroma to be drained surgically. Procedure in detail: ¿the patient was taken to the operating room on (B)(6) 2008. She was identified as (B)(6) . She was anesthetized and intubated as per anesthesia protocol uneventfully. She was prepped and draped in sterile technique in the usual fashion. We proceeded to do time-out as appropriate after which we proceeded to do transverse incision over the previous lower abdominal scar pfannenstiel type and we used blunt and sharp dissection all the way down to the abdominal wall collection. After this, we proceeded to do blunt and sharp dissection all around the collection sac, the sac was entered via a needle and fluid was aspirated into a syringe approximately 5 ml. This fluid was taken for cultures. The fluid looked like serous non-contaminated fluid. After this we proceeded to enter the cyst wall cavity and during this, we got approximately 200 ml of fluid from this cavity. In the epithelial layer, the inside lining of this seroma cavity was excised. In doing this, we verified that the mesh looks good and has no signs of infection but also it is observed that the right side of the circumference of the hemi-circumference of this mesh is reattached from actual fascia to the abdominal wall and is only attached to the peritoneum. Due to this reason, we decided to de-attach the right inside of the hemi-semicircle right inside of the mesh from the peritoneum and we decided to reattach it with interrupted stitches back to the fascial wall. This was done uneventfully. After this was completed, it was verified that the fascia is attached in all its circumference to the fascial wall and with very little tension. We proceeded to extensively irrigate this space. On top of this mesh, we proceeded to close the outer layer of the previous cyst of the previous seroma cavity which has no epithelium on top of the mesh in order to provide further protection from infection. After this, we extensively irrigated again. After each of the steps, we paid careful attention to hemostasis with electrocautery. Then we proceeded to close on top of this repair the subcutaneous tissue with 3-0 vicryl and the skin with 4-0 monocryl. The #15 jp drain was left in the subcutaneous space to prevent further seromas. The patient was extubated in the operating room, tolerated the procedure well and was transferred to the pacu where I personally spoke to the patient and explained this procedure. She was in perfectly stable condition. There were no complications or acute events during this procedure and dr. (B)(6) was present during the whole entire procedure. (B)(6) 2008: (B)(6) medical center. (B)(6) md. Pathology. Specimen: cyst wall. Final diagnosis: cyst wall: mesothelial lined fibroadipose tissue with chronic inflammation and reactive changes including giant cell compatible with clinical impression seroma. (B)(6) 2008: (B)(6) health. (B)(6) md. Operative report. Preoperative diagnosis: left ovarian serous cystadenomas, abdominal wall seroma. Procedure: laparotomy, lysis of adhesions, excision of abdominal wall seroma, left salpingo-oophorectomy. Assistant: (B)(6) md, for lysis of adhesions and left salpingo-oophorectomy. Surgeon number two: (B)(6) md. Assistant number two: (B)(6) md, for laparotomy and excision of abdominal wall seroma. Anesthesia: general. Findings: abdominal wall seroma, left ovary with serous cystadenoma on frozen section. Estimated blood loss: 300 ml. Specimen: 1) abdominal wall seroma. 2) left tube and ovary. Description of the procedure: ¿the patient was taken to the operating room where she and the surgeon were mutually identified. The patient was then prepped and draped in normal sterile fashion in the dorsal supine position. At that point, general surgery team opened the abdomen and excised the abdominal wall seroma, and that part of the operation will be dictated separately by general surgery team. The operative field was turned over to the gynecological team, once the abdomen was opened. That was inspected and noted to be adherent. Small bowel was noted to have numerous filmy adhesions. Sigmoid colon was identified and was noted to be adherent to the left pelvic sidewall and to the dome of the bladder. Using sharp and blunt dissection as well as electrocautery, the sigmoid colon was dissected off the dome of the bladder, as well as off the pelvic sidewall. Once that was achieved, the left tube and ovary were finally able to be identified. The retroperitoneum was opened and the bifurcation of the left common iliac was identified. At that point, careful dissection was performed until the left ureter was identified and tagged with a vessel loop. Once the ureter was identified, it was noted to be wall away from the ovary. The infundibulopelvic ligament was identified, doubly clamped, cut and suture ligated. The rest of the ovary was noted to be adhered with filmy adhesions and those were taken down with electrocautery and sharp dissection, as well as some blunt dissection. Following that, the ovary and the tube were removed in their entirety. At that point, the specimen was sent for frozen section. Following the excision of the left tube and ovary, the transverse colon was inspected. A small area of approximately 4 to 5 mm of superficial serosal injury was identified. The area was oversewn in a transverse fashion using 2 interrupted stitches of 3-0 silk suture. The rest of the bowel was inspected and hemostasis was assured. The pelvis was then irrigated and the ovarian fossa was once again inspected. Small amount of generalized oozing was noted. That area was dried with a dry lap sponge and 3 grams of arista were applied to assure excellent hemostasis. After application, the rest of the area was inspected and noted to be completely hemostatic. Following that, attention was turned to the area of the small bowel which included the numerous filmy adhesions and those were lysed using electrocautery. At that point, the gynecological portion of the procedure was felt to be complete and operating field was returned back to the general surgery team for closure of the abdomen, which was achieved in mass fashion using 0 prolene suture. The rest of the closure of the abdomen will be dictated by the general surgery team.¿ (B)(6) 2008: (B)(6) health. (B)(6) md. Operative report. Preoperative diagnosis: ovarian cyst, abdominal wall seroma, previously placed hernia mesh. Postoperative diagnosis: ovarian cyst, abdominal wall seroma, previously placed hernia mesh. Procedures: laparotomy, abdominal wall closure, excision of subcutaneous cyst, gynecological procedure to be dictated separately. Assistant: (B)(6) md. Anesthesiologist: (B)(6) md. Anesthesia type: general. Procedure details: ¿with the patient in the supine position, a foley catheter was inserted by the gyn team and the abdomen was prepped and draped. A vertical lower midline incision was made. A subcutaneous seroma anterior to the mesh was excised. The cyst lining was thick and inflamed, and was sent for pathology. The abdomen was entered carefully through the midline incision. The previously placed gore-tex mesh was in the left lower abdomen extending to the midline. The medial edge of the mesh was essentially at the midline and the mesh extended towards the left from there. The incision was made along the medial edge of the mesh, separating the mesh on the left from the abdominal wall at the midline. The mesh had been secured with ethibond suture which was removed. Within the abdomen were some adhesions to omentum and small bowel, which were carefully divided. Once the lower abdomen and pelvis were fully exposed, the case was turned over to the gyn team, lead by dr. (B)(6) . The left oophorectomy will be dictated separately. At the conclusion of the gyn procedure, I returned to close the abdominal wall. The abdominal wall was carefully inspected. The fascial edges seemed to be strong and intact, except for the one edge that contained mesh. The mesh was still securely attached on the left side of the abdomen. Therefore, the midline was closed with a simple running #1 prolene suture. The fascia on the right was sutured to the mesh on the left. The area of the subcutaneous seroma was again carefully inspected and was hemostatic with no evidence of residual cyst lining. A 15-french round closed-suction drain was placed in the old cyst cavity in the lower midline of the subcutaneous layer. The subcutaneous fascia was closed with 3-0 vicryl interrupted sutures over the drain. Skin was closed with running 4-0 monocryl subcuticular sutures.¿ (B)(6) 2008: (B)(6) medical center. (B)(6) md. Pathology. Specimen no.: sl08-8905. Specimen: a) stitch seroma/abdominal wall. B) left tube and ovary. Final diagnosis: a) stitch seroma/abdominal wall: fibroconnective and adipose tissue with chronic inflammation, recent and old hemorrhage. And suture granulomas, compatible with stitch seroma. B) left ovary and fallopian tube: benign serous cystadenoma, ovary. Cystically dilated follicles, ovary. Fallopian tube without diagnostic histopathologic abnormality. Explant procedure: n/a. Explant date: n/a. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007 whereby a gore dualmesh® plus biomaterial was implanted. It was reported the patient alleges the following injuries: infection, seroma, adhesions. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.